Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter from the stopper in the floseal solution. This occurred during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed black particles on the powder syringe with reconstituted gelatin matrix. Twelve retained samples were visual inspected and no issues were noted. Functional testing of one retained sample identified no issues. The reported condition was confirmed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.